Manufacturer narrative:
Health effect - impact code: corrected to 4629. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6, -10.50/0.5/146 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6)2022. The lens was replaced with a longer length lens due to low vault on (B)(6)2022. This resolved the problem. Cause of the event is reported as unknown.